Event description:
It was reported that pump experienced malfunction code 12 without any notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided.. There was no reported need for 3rd party assistance. Technical support assisted customer with resetting pump using provided reset information, malfunction code did not recur after reset, customer was advised to continue using pump and to call back if malfunction occurred again, and customer acknowledged and understood instructions.